Event description:
It was reported the customer was hospitalized for low blood glucose. It was also found the insulin pump was removed from the customer's body. Customer's blood glucose was unknown. The details of the customer's hospitalization was not provided at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.